Event description:
It was reported that the lead exhibited rising/high impedances over the course of 15 weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:05. Weekly pace lead impedance trend data shows an increase for min and max rv pace = 920 to 10880 ohms peak between (B)(4) 2011 and (B)(4) 2012.